Manufacturer narrative:
Results - bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. CAPA 50210 has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. Conclusion - without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® winged safety pbbcs had holes in the tubing. No injury or medical intervention reported.